Manufacturer narrative:
The na electrode lot number was j19 with an expiration date of 20-may-2023. The field service engineer (fse) visited the customer's site to check the instrument. The fse cleaned reaction bath assembly, bath windows and nozzles on rinse mechanism. He replaced the sample probe, the lamp, all cells and the heat cut filter. He also ran bath exchange, adjusted rinse levels of the rinse assembly and performed wash reaction parts. The fse performed several checks and they were all within specifications. The customer ran calibration and qc and they were acceptable. The investigation determined that the root cause of the event was due to contamination and to parts associated with the mechanism base assembly. The service actions resolved the issue.

Event description:
We received an allegation about discrepant sodium (na) ise assay result for 1 patient's plasma sample tested on a cobas 4000 c311 stand alone system when compared to a different cobas 4000 c311 stand alone system. Initial result: 123 mmol/l repeat result: 129 mmol/l the repeat result was deemed to be correct. The customer noted a qc drift and a negative bias on na ise compared to other analyzer.